Manufacturer narrative:
E3 - initial reporter occupation unknown. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that during intubation the device was getting stuck making it nearly impossible to remove resulting in the need for re-intubation. There was patient involvement and no harm reported.